Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Also, showed slightly deformed conductor coils approximate 60mm from terminal pin, likely due to handling at explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding dislodgment.

Event description:
It was reported that this right atrial (ra) lead appears to be dislodged. The patient was hospitalized and in evaluation for a heart failure. This ra was explanted. No additional adverse effect were reported.